Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stent were implanted in the lad and one resolute onyx drug eluting stent was implanted in the 1st obtuse marginal. Approximately 26 months post procedure patient suffered multiple ulcers with hemorrhage in the duodenal bulb. The patient was on dapt 24 hours prior to the event. The event was treated with endoscopic titanium clip and medication. Patient is recovering.